Event description:
A customer reported rhexis was incomplete, capsular rupture with vitreous prolapse and subsequent anterior parsplana vitrectomy in the unknown eye of a patient, during cataract surgery. There are multiple related reports for this facility. This report addresses patient one and other manufacturer reports will be filed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative was unable, confirm nor replicate anything that would have contributed to the reported event. The system was tested and found to meet product specifications. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. The system was found to meet specification. Therefore, a root cause could not be conclusively determined. The manufacturer internal reference number is: (B)(4).